Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer stated that they had set up an alarm clock on the insulin pump to go off at seven o'clock and the customer could not turn it off due to the unresponsive keypad. The customer's blood glucose was 364 mg/dl. The customer stated that the device might have been exposed to moisture. They were advised to remove and leave the battery out of the insulin pump in order to avoid a button error alarm. The discontinuation of the device was advised. Nothing further was reported.